Event description:
Foley catheter inserted. Attempted to inflate balloon, and met difficulty. Attempted to deflate balloon, and unable to remove catheter, urologist called to remove. Catheter was checked prior to insertion. Syringe in kit was used, then a bd syringe/luerlock was used.